Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer was failed to open. A field service engineer tried to recover the drawer, the screen was showing a message ¿to expose the cubie¿, the field service engineer gently pulled the drawer, successfully opened it. Upon inspection, the engineer found that the cubie d6 was not correctly positioned in the cubie tray. The engineer manually wiggled it loose, and the drawer was opening and closing smoothly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es main drawer failed to open. System unable to recover the storage and rebooted the station but issue still persist. Reported that medication was retrieved from other machines in the area or from pharmacy. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure.. The customer reported that the user was not able to issue/remove meds to patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer & cubie were failed. A field service engineer pulled slightly on the drawer manually wiggled it loose and then the drawer open and closed fine. The system functioned as intended after the field service engineer troubleshooted the device.